Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) batteries aren't charging, depleted. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "batteries aren't charging, depleted". A getinge field service engineer (fse) had contacted the customer and informed the customer to verify the rescue cart is all the way pushed into the hybrid cart as the unit will not charge without being installed correctly. Than customer had reseated the rescue cart into the hybrid cart and verified that the batteries are now charging correctly. There was no involvement of the patient.